Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right and left plunger cases were cracked. A review of the event history log identified force sensor test error in history. During functional testing the force sensor test error was found at power up process and was unable to calibrate the force sensor. Fluid ingression was found inside plunger assembly. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the plunger assembly, plunger tube, and plunger cable. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump had a bad display. No patient injury was reported.